Event description:
On (B)(6) 2011 customer reported low total bilirubin (tbil) results for three (3) pediatric patients on the dxc 600 pro instrument. These results were reported outside the laboratory and were questioned by the doctor. There was no report of change of treatment or serious injury. The samples were then rerun on the laboratory's other instrument, dxc 600i instrument, as well as rerun on the dxc 600 pro instrument. The results from the dxc 600i instrument were used by the doctor for diagnosis of the pediatric patients. Beckman coulter's proservice remote diagnostic system showed that the reagent was loaded and calibration failed, but no subsequent calibration was performed by the customer. Field service engineer (fse) examined the instrument and it was believed that an incorrect preparation or mixing of one of the loaded cartridges was the cause of the issue, however it could not be confirmed. Fse made up a new reagent pack and calibrated the instrument. Fse reported that calibration was good and fse also ran a 20 point precision run on tbil and got a standard deviation of 0.01. Customer then ran a quality control check and the results were good. Performace was verified per established procedures.